Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent migration and patient death occurred. The lesion was located in a stricture of the precava. The lesion was not tortuous, had no bend, and measured 30mm in length with a 20mm vessel diameter. A 24x45mm wallstent endoprosthesis was selected to treat the lesion. During the procedure, the stent migrated without deployment into the right atrium. The physician elected to remove the stent from the right atrium surgically. During the surgery, the patient expired and the stent was not retrieved. The cause of death was reported to be a pulmonary embolism. The physician stated the death was not related to the surgery and that the stent migration may have caused embolic material to dislodge and cause the pulmonary embolism.